Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular port of the external pulse generator (epg) were breaking apart. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment; the output connector assembly of the device was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.